Event description:
The customer reported that the facility had only one case involving the tip falling off. Reportedly the patient had to return for another surgery to have the tip removed. The retained piece was found in the patient and the piece was removed. The procedure was a trans urethral removal of bladder tumor (turbt) and there was no delay reported. The procedure was completed. The customer reported one known confirmed event date as (B)(6)2023. The other two events were identified before this case. It is unknown which of the 3 patients had additional surgery for the device tip retrieval, hence all the 3 importer reports have been aligned with the same additional follow-up information received from the customer.

Event description:
It was reported the ceramic beak fell off into the patient¿s bladder during an unknown procedure. The fallen device was successfully removed with the grasper. There are no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. The facility reported 3 similar occurrences for the ceramic beak falling off inside the patient over the past several months. The following 3 patient identifiers for below 3 olympus devices that were involved during separate events. 1) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk (this report). 2) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk. 3) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk.